Manufacturer narrative:
At the time of the insertion procedure, the user was feeling weak due to blood loss and went to the ER to for medical assistance. During the first visit, pressure dressings were applied to the insertion site. On the second visit the next day, stitches were made on the insertion site to close the incision. The user was on blood thinner medication at the time of the insertion procedure. The user was not prescribed any medication for the incident, and the user's hcp is aware of the event. No further investigation is required.

Event description:
On (B)(6) 2024, senseonics was made aware of an adverse event where on the day of the insertion appointment, the user had to go to the ER due to bleeding from the insertion site. The user had to go again the next day and received stitches to close the insertion site.